Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who overfilled in drain 5 of 5 and experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having drain complications. A review of the patient¿s treatment records identified that the patient drained 16793ml during drain 5 of the treatment. This drain volume is 840% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient's nurse to discontinue use of the cycler. A new cycler was issued to the patient. Additional information was requested, however to date has not been provided. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the safety clamp. There were no visual indication of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The as received simulated treatment of a total volume of 11000ml was performed and completed without any failures or problems. During the treatment, weigh and record the amount of fluid in the pseudo-patient bag after each fill and compare the weighed fill values in each cycle with the treatment's programmed fill setting. The cycler weighed fill volume values were within tolerance. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover on fluid found within filter hp2. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who overfilled in drain 5 of 5 and experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having drain complications. A review of the patient¿s treatment records identified that the patient drained 16793ml during drain 5 of the treatment. This drain volume is 840% the patient's prescribed fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient's nurse to discontinue use of the cycler. A new cycler was issued to the patient. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete treatment on the day of the reported event using manual drains. The patient has received a new cycler. The cycler was reported to be returned to the manufacturer for physical evaluation.